Event description:
Pt presented to ed into (B)(6) 2021 for mva. Injury complex included left open distal tib/fib fracture, bil acetabular fractures, and right hip dislocation. During placement of the femoral traction pin, using a disposable traction pin driver kit with a motor installed from the pixus, there was noticeable slowing with the driver nearly stopping under the typical force required to keep the pin seated against the bone. Attempts made to change out the motor without improvement. Runner retrieved the standard power set to complete the procedure rather than trying to continue to trouble shoot the driver. FDA safety report ID# (B)(4).